Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciprocal file broke during use. The separated piece could not be retrieved and was incorporated into the filling.

Manufacturer narrative:
The involved product that broke during use is not available and cannot be analyzed by our laboratory. No maillefer batch number was provided, DHR cannot be reviewed. The unused reciproc files r25 8/100 25mm 025 has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend.